Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: a seal cycle was performed as part of the functional inspection. The cycle was completed successfully without errors. No abnormalities or performance issues were detected. A functionality test was also conducted. The device was activated on saline soaked tissue to simulate clinical use. No issues were observed during testing, and the device performed within expected parameters. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal had an incomplete seal cycle error occurrence. The issue was found during a therapeutic procedure. There were no reports of patient harm.